Event description:
During a family weekend at our group vacation house I had just finished showering and stepped into the hall where we have a dresser where everyone customarily leaves their bathroom products, including contact lens solutions. I grabbed what I supposed to be the saline solution (or multipurpose solution) used by members of the household. Unknown to me (or other household contact lens wearers). The product was not saline solution it was clear care by ciba which had been brought by a guest and placed on the table for use by her. I have a quick 1-2 squirt across my eyes to wet my lenses after my shower and immediately was engulfed in excruciating pain. My eyes automatically sealed shut from the pain and my contact lenses gave the sensation of adhering to my eyeballs like a dry decal. My screaming brought several family members to my assistance where they hurried me back into the bathroom and began helping me splash my eyes with water. I managed to remove the right lens, but the left lens was stuck to my eyeball. One of the people offering aid managed to peel the lens off in 2 separate pieces. After much eye rinsing I tried to compose myself with two seriously red eyes. Two hours after the incident my right eye was feeling somewhat better but my left eye was decidedly worse. My iris and pupil appeared to be depressed while the very red "white" bulged around it. The prudent thing to do at that point was visit the emergency room of the local hospital. I was found to have a corneal abrasion. The emergency room doctor gave me a tetanus shot and tobramycin 0.3% drops to use in the eye. The attached photograph were taken approximately 29 hours after the accident, the swelling was greatly reduced after hours of icing the area and using the drops. When and how was error discovered: the bottle of clear care that I used by mistake was package too similarly to saline and multipurpose solutions. It looked just like every other bottle of saline or multipurpose solution on the market. Afterward, it was shown to me that the bottle does infact, carry the warning on the collar. This was too little too late. Even worse, I heard many other people tell the exact same tale. Most of those people, like myself, used a bottle belonging to a friend believing it was saline. Some of those people actually owned the product themselves and confused it with saline. Reporter's recommendations: this product needs better identifiers as it looks too similar to regular saline solutions. (B)(6).